Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump got a blank display. The blood glucose level was unknown. Customer's mother stated that display did not return after the insulin pump restart. The product will not return for the analysis.